Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report. Component is missing.

Event description:
The surgeon reported, via the sales representative, that he used a 44/3 220mm long stem (05801220/g4018691) and that there were allegedly no centralisers. The sales representative confirmed that she was in the case and was unable to locate the centraliser for 44/3 220mm stem. The sales representative reported that there was a two minute delay to surgery while the surgeon checked that the 'missing' centraliser had not fallen into the patient / operating site and while an alternative centraliser was located. The customer further reported that he opened a 44/0 standard stem (0580-1-440/g5489733) and completed the case using the centraliser from this device.

Manufacturer narrative:
An event regarding missing centralizer involving an exeter stem was reported. The event was confirmed. - device history review: device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies - complaint history review: a review of the complaint history database shows that there have been no similar reported events for the subject lot code. Conclusions: the investigation concluded that the root cause of this event was related to the supplier process. Ncr has been raised to investigate the event. An action plan will be defined as part of the ncr and the actions will be followed under this ncr.

Event description:
The surgeon reported, via the sales representative, that he used a 44/3 220mm long stem (05801220/g4018691) and that there were allegedly no centralisers. The sales representative confirmed that she was in the case and was unable to locate the centraliser for 44/3 220mm stem. The sales representative reported that there was a two minute delay to surgery while the surgeon checked that the 'missing' centraliser had not fallen into the patient / operating site and while an alternative centraliser was located. The customer further reported that he opened a 44/0 standard stem (0580-1-440/g5489733) and completed the case using the centraliser from this device.